Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the sleeve on the driveshaft was found to have shifted due to being worn, which was identified to be a probable cause of the reported overheating.